Manufacturer narrative:
The requested log files have not been received. No further investigation is possible. The root cause cannot be determined.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Siemens has requested the data logs to be provided for investigation, but to date, they have not been received. The cause of this event is unknown.

Event description:
The customer reported a false positive troponin result on the stratus cs when compared to repeat results on the same instrument and on another stratus cs. There was no report of injury due to this event.